Manufacturer narrative:
The event of "enlarged lymph nodes¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "mental pain,¿ ¿enlarged lymph nodes¿ and ¿chronic and severe inflammation, autoimflammatory response."

Event description:
Patient representative reported patient experienced ¿mental pain,¿ ¿enlarged lymph nodes¿ and ¿chronic and severe inflammation, autoimflammatory response.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿urticarial rashes on legs, back and abdomen,¿ ¿severe joint and body aches,¿ ¿fevers,¿ ¿acute liver and kidney injury,¿ ¿chills, night sweats, sore throats,¿ ¿suffering¿ and ¿disfigurement;¿ these events are not related to the device. Device was explanted. This record is for the left side.